Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter: the customer complained that fluid residue was found on the connector surface after completing a radiation injection treatment of fluorodeoxyglucose.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: no 2000e sample was available for investigation. The customer reported that the affected sample was from lot 24075143 and that "fluid residue was found on the connector surface after completing a radiation injection treatment of fluorodeoxyglucose." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience, as a droplet of fluid could be seen on the piston of the smartsite. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24075143 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that residual droplets present on the surface of smartsite, or any form of needle-free connector, are possible during disconnection due to fluid transfer from the male luer once the connector is sealed. If it is clinically necessary to avoid this type of phenomenon, it is advised to connect a stopcock or closed system transfer device. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2000e product over the past 12 months.

Event description:
No additional information.